Event description:
It was reported that the end user sought medical attention on (B)(6) 2016 at 8:00 pm after receiving a reading of 22 mg/dl on his prodigy diabetes meter. The end user was sweating profusely, incoherent and fainted and the paramedics were called. The paramedics performed a blood glucose test with their meter and explained that his blood level was low. The caller was unable to recall the actual result. The end user was transported to the ER and was given a glucose substance by the paramedics to raise his blood level. Upon arrival to the ER his blood glucose level was in the 20's and he received and IV and a ham sandwich to increase his blood level. He remained in the ER for 24 hours and no other treatments were reported.